Manufacturer narrative:
Additional information: premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed shorting the anode and cathode of the battery. These analyses concluded that the premature battery depletion was caused by a lithium cluster induced short circuit. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.

Manufacturer narrative:
Final analysis found the reported extended charge time was confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturing site for further evaluation and an internal battery anomaly was found. The root cause of the extended charge time was a partial separator shutdown which resulted in high internal impedance in the battery.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that device had a large drop in battery capacity in a short period of time. The patient reports no symptoms, is not dependent, and has not had recent hv therapy. Recent check showed 16% remaining capacity with 1.3 years estimate. On (B)(6) 2016 the battery was at 73% capacity and estimate longevity of 5.3 years. The battery run down data was reviewed and appears to be an excessive discharge of the battery. Physician decided to not replace the device and will monitored the patient.

Event description:
New information received indicated that patient presented a remote transmission with an alert for charge time limit reached. Patient presented to the clinic and device was at near eri. Patient is dependent and was asymptomatic. Due to long change charge time and device status near eri, the device was explanted and replaced. Patient was stable throughout.